Event description:
It was reported that during an unknown procedure, there was a solid tone with error code "5" after working five minutes. Reinstalled, but the titanium tip was broken during self test. Changed another one to complete the procedure. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the titanium blade tip fall into the patient? No was the tip left inside the patient? No; or was the blade tip retrieved? Not in patient. Was there a solid tone prior to noticing the broken blade tip? Yes. Was there an error code produced prior to noticing the broken blade tip? Yes. Which error code? Error 5. Was there any contact with metal during activation of the device? Unk. Were there any transactions across staple lines? No. How was procedure completed? Another device.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. In addition, the clamp arm of the device was detached from the instrument and not returned. The remaining blade portion was scratched, evidence that the device had been used. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No conclusion could be drawn as to what caused the clamp arm to detach; however, probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue. No incident related to the reported event was observed during the batch record review.